Event description:
It was reported by the daughter that their parent went into diabetic shock and died. The event was reported on facebook and additional details are unavailable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.